Event description:
A pt/layperson informed a customer care associate, cca, that her enhanced surestep meter would not turn on. While troubleshooting with the cca, the pt reinserted the batteries so that the meter turned on. This senior medical affairs specialist has classified the complaint based upon info given to the cca. Around 3:00 pm in 2007, the pt was unable to test due to the alleged power issue. Reportedly she took her usual dose of insulin that day and later became "dizzy". She then tested on her sister's non-lifescan meter (time not provided), obtaining a result of "114" mg/dl. The pt received no medical intervention. Because the pt allegedly became dizzy (a symptom of both hyper and hypoglycemia) after attempting to test and then injecting insulin, the complaint is classified as an adverse event. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Test-strip lot number, d4, was not provided.